Manufacturer narrative:
Medwatch sent to FDA on 07/14/2014. Further info from the reporter regarding event, product, or patient details has been requested. No add'l info is available at this time. The event of periorbital cellulitis including redness and swelling is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Patient reported 10 days after injection with unspecified juvederm "around the eyes" they developed "periorbital cellulitis". The patient was prescribed clindamycin and flagyl for "prevention of c. Difficile". Sometime after that, the cellulitis reappeared, including "a red and swollen eye"; the patient was treated with doxycycline. Add'l info provided by the injecting healthcare professional noted 12 days after injection with 0.77cc of juvederm ultra xc in the tear throughs, the patient developed the previously mentioned symptoms in the right periorbital area. Patient was treated with an injection of hyaluronidase, oral clindamycin, and tobramycin ophthalmic solution. Patient subsequently developed diarrhea due to the clindamycin. Patient symptoms have not yet resolved; swelling and redness are still present.